Event description:
The leg that goes into the hard plastic on the shower seat just snapped, cracked, and the user fell and hit her head. The user bruised her legs and arms, and had a cut on her side. The user reports that she believes the event occurred on a ceramic surface. Regular weekly maintenance is reported as having occurred on this device.

Event description:
The device involved with this event was returned to compass health brands on 9/12/2017, and evaluated on 9/13/2017. The customer's complaint could be confirmed from a review of the returned device. The molded plastic seat where the right rear leg inserts was found to be cracked upon return - the crack stopped about a half inch from the top of the seat; this may have resulted in the leg becoming loose and having an angle. Again, the customer's complaint could be confirmed from a review of the returned device.